Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that his was an unknown procedure performed on (B)(6) 2020. The surgeon relayed the 1st suture with caspari¿s suture punch. He tied up the suture with arthrex's knot pusher. Then, the suture snapped. The 2nd suture was replaced, but it snapped again. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number: [6l80711], and no non-conformances were identified. This complaint cannot be confirmed. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). The lot number is not currently available. The lot number was unknown; therefore, the exp date was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the gryphon p br ds anchor w/oc device suture snapped while the surgeon relayed the first suture with the suture punch and then tied up the suture with the knot pusher and snapped again. It was reported that there were no delays and no harm to the patient. It was not reported if a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.